Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed and upon examination the pump was found to stay dimpled. The pump component was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. Under microscopical examination, bodily fluid was found within the pump; despite this, the pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) did not work properly. Two weeks later a revision surgery was performed and upon examination the pump was found to stay dimpled. The pump component was explanted and replaced. No patient complications were reported.